Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-03729. It was reported that the both of the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced with no issues.